Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and ovarian cyst ('ovarian cysts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly severe discomfort"), back pain ("chronic back pain"), ovarian cyst (seriousness criterion medically significant) and migraine ("excessive migraine headaches") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the pelvic pain, discomfort, back pain, uterine leiomyoma, ovarian cyst and migraine had not resolved. The reporter considered back pain, discomfort, migraine, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: case become serious incident from non serious incident. Insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.